Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false positive result for one patient. Results were confirmed negative by a molecular method. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.